Event description:
This is a pt who underwent a dacryocystorhinostomy on the right side. A lacrimal intubation set was used and about half of the wire broke off and remained in the pt's nostril. The pt will return to surgery in 10 days for removal of foreign body.